Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 95 and 139mg/dl. Tests were done within 1 minutes with "two different fingers". Patient is cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.